Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead oversensed noise. No changes or intervention was performed. There were no patient consequences.

Event description:
New information received notes the right ventricular (rv) lead presented with continued oversensing noise. The lead was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.

Manufacturer narrative:
Additional information: a4, b1, b2, b5, d6b, h1, h6.